Manufacturer narrative:
Analysis was able to confirm the stated reason for return of a faulty touch screen, there was a deviation noted between the stylus and the cursor on the screen, and a stylus calibration did not resolve. It was further noted that the upper and lower bullets were missing, the rails keyboard cover sliding, the keyboard latch and the media bay door latch were broken, the spacer between the link-electronic module (lem) and the micro processing unit board was also broken, the company logo button was missing as were some screws from the hinge cover plate, no stylus was returned with the programmer and software errors were found in the update history. The touch screen, bullets, rails keyboard cover sliding, keyboard, media bay door, rear display cover and stylus were all replaced, the touch screen calibrated, the device cleaned and new software installed. The device then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that the programmer's touch screen was faulty. The programmer has not been returned for service. There were no patient complications reported as a result of this event. It was further reported that the product had been returned to service.